Manufacturer narrative:
This initial report is being resubmitted as requested. This report was originally submitted on october 11th, 2017. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia plateau leveling osteotomy on a canine, it was observed that the small battery drive device was making a squealing noise and was operatively strangely (choppy). It was reported that there was no delay to the surgical procedure and a spare device was available for use to complete the surgery. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.